Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported getting a button error alarm. The blood glucose reading was 234mg/dl. During the call, the customer mentioned being hospitalized for diabetes ketoacidosis due to scar tissue and insertion about six months ago. The customer also stated receiving motor error alarms in the past, but she was able to clear the alarms. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The insulin pump functioned properly. The motor was tested outside of the device and passed. No motor error alarms noted. Button error alarm and intermittent button response noted during testing due to corroded keypad traces. Scratched lcd window, cracked lcd display window corners and cracked reservoir tube lip noted during visual inspection.